Event description:
It was reported that lpt (laser periodontal therapy) was done around the implant at tooth location #9 due to peri-implantitis. The implant remained implanted. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. E1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k113753/k112160.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 3331, 4109, 4111 and 4110. DHR review was completed for the subject lot number 63488967. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record (st#3100) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63488967 for similar events and one other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for infection, bone loss, and/or peri-implantitis problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.